Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the system batteries, uninterruptible power supply (ups) batteries, and the x-stage screws required replacement. The parts were replaced and the issue was resolved. No parts have been received back to the manufacturer for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a planned maintenance visit, it was discovered that the imaging system uninterruptible power supply (ups) batteries required replacement. There was no patient present when this issue was identified. No additional details were provided.